Event description:
Customer reported that numerous b9014 extension sets have cracked vertically on the hub between the clave connector and the tubing, resulting in leakage. Two oncology pts had chemotherapy leaks occur, with no injury to the pts or staff; the nurses were wearing gloves. Another pt experienced leakage during a blood transfusion. A nurse, who was present during the transfusion, noticed the leakage immediately. Blood loss was small. The tubing was changed, and there was no pt injury. The devices involved in the reported events have been returned for investigation, but are not identified as to pt or event.